Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5_13.2 implantable collamer lens of -13.00/2.5/079 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2024. On (B)(6) 2024.the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem.